Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. In the month after the peritonitis was reported, the patient was treated with fortaz 1 gram daily intraperitoneally (ip) for peritonitis. Antibiotic therapy with fortaz was reported to be ongoing. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested but is not available. This is report 3 of 4.